Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and complex uterovaginal prolapse. It was reported that the patient had a concurrent procedure of a tvh/bso performed during mesh implantation. The following outcomes were attributed to the device: dyspareunia and vaginal scarring. It was reported that the patient underwent mesh removal surgery due to erosion on the following dates: (B)(6) 2007, (B)(6) 2008. The patient underwent mi with stint placement on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04680. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.